Event description:
The customer reported a failure to discharge. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. The device was evaluated by a philips field service engineer. The symptom was clarified as no movement showed when a shock was delivered to a pt. [The pt did not jump as expected]. No adverse pt impact was reported. The device passed all performance verification testing. Note that the heartstart mrx instructions for use states that the presence or absence of a muscular response is not an accurate indicator of the delivery of energy. The customer was provided with this info. There is no info that supports that a malfunction of the device occurred.